Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) UDI#: (B)(4) h3:analysis of the 97745 programmer (ptm) (serial number (B)(6)) revealed main board no power. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain indications for use. It was reported that pt needed to have an MRI and were instructed they need to put their implant into MRI mode. When pt went to turn on MRI mode they found that their controller showed memory problem, then proceeded to show software problem (pt didn't take down the 4 lines of text). Pt was instructed by a manufacturer representative to reset their controller by removing and reinserting the battery pack, but the controller was blank and unresponsive, even when plugged into the ac power supply. The manufacturer's patient services specialist (pss) instructed pt to plug controller in to ac power supply without li battery and pt reported the screen still did not come on. Pt confirmed that the green light was lit up on the ac power supply. Pss had pt try to use aa batteries to power the remote on, but it remained blank and unresponsive. The issue was not resolved. No symptoms were reported. A replacement controller was sent out. Additional information was received from the pt. Pt called back after receiving replacement controller for assistance setting up controller and with MRI mode. Pss walked pt through pairing controller to ins and they reported no device found. After pressing recharge, pt described seeing the passive recharge mode (prm) screens (middle number 90). After a few minutes, pt was able to start recharging the ins on excellent (controller battery 100%, implant battery red).